Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a halo with dilatation procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during the procedure, the balloon would not deflate. Reportedly, the catheter was removed from the patient's body together with the endoscope. The physician then cut the catheter to remove the balloon from the distal end of the scope. The procedure was completed at this time. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.